Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eri. The ICD had been implanted over a period of one month, and three charge processes had been documented. During the electrical analysis, first the memory content of the ICD was analyzed. Matching the clinical observation, the analysis of the available iegms showed interference signals in the ventricular and the far-field channel from (B)(6) 2015 on. Based on their frequency and morphology, these are very likely a result of the magnetic resonance tomography mentioned in the complaint text. Next, the ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was cancelled because the maximum charge time of the high-voltage capacitors had been reached. The device was then opened, and the internal structure was examined. During the examination of the electronic module, damage to a circuit was detected. This damage led to a prolongation of the charge time and, consequently, to the device status eri as per specification. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A standard electrical final test that was performed documented proper device behavior. In summary, damage to the electronic module was detected, which is very likely the result of the performed magnetic resonance tomography on (B)(6) 2015. During the analysis, no indications of a material defect or manufacturing error were found.

Event description:
Ous MDR - device went into eri (3.12 v) 4 weeks after implantation. On (B)(6) the patient underwent an MRI exam. Episodes with interference in the ff were noted. The physician would like to know if the MRI was the cause of eri. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.